Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during an impella cp device implant to support an unknown age patient admitted with cardiogenic shock from an acute myocardial infarction, the catheter "broke." The device was replaced, and the implant was successfully completed. No further information was provided including patient outcome (patient-specific information other than the sex is unknown). However, no harm or injury was noted with the report of the event.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The impella device was not returned for evaluation. According to the clinical details the root cause of cannula kink was most likely due to use related. B3 date of event was inadvertently reported incorrectly on manufacturer device report 1220648-2024-25244. D6a implant date was inadvertently omitted from manufacturer device report 1220648-2024-25244. D6b explant date was inadvertently omitted from manufacturer device report 1220648-2024-25244.